Manufacturer narrative:
Continuation of d10: product ID l-evolutfx-2329 (lot: 0012580839); product type: 0195-heart valves; implant date ; explant date section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx valve; product ID evolutfx-29 (serial: (B)(6)); product type: 0195-heart valves; implant date (B)(6) 2025; explant date (B)(6) 2025 select patient information cannot be included in the regulatory report due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a tavi procedure, after the first deployment of the evolutfx-29 valve to 80% while still on the catheter, the physician attempted to recapture the device and was unable to fully recapture it as the top of the capture buckled slightly. The device was removed from the patient, and a new delivery system, valve, and loader were used to complete the case. After the procedure, it was observed that a paddle was out of the pocket during valve loading. No symptoms, complications, adverse events, or injuries were reported as impacting the patient, and the patient was alive.

Event description:
It was reported that during a tavi procedure, after the first deployment of the evolutfx-29 valve to 80% while still on the catheter, the physician attempted to recapture the device and was unable to fully recapture it as the top of the capture buckled slightly. The device was removed from the patient, and a new delivery system, valve, and loader were used to complete the case. After the procedure, it was observed that a paddle was out of the pocket during valve loading. No symptoms, complications, adverse events, or injuries were reported as impacting the patient, and the patient was alive. Additional information was received to report the misload was noted after the procedure via visual inspection. It was noted an inexperienced valve loader caused the infold. The valve was recaptured due to repositioning. A procedural delay occurred as a result of this product issue.

Manufacturer narrative:
Updated data: b5. A second paragraph was added. Additional codes. An annex f code was added. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.